Event description:
This notification was opened for review for information received that the remstar auto a-flex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the device had displayed error codes e062 (err_stuck_ramp_key), e053 (err_comp_log_sem_timeout), e063 (err_stuck_knob_key), and e066(err_stuck_encoder_b). The device was scrapped.